Manufacturer narrative:
H.6 investigation summary : the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed h3 other text : see h.10

Event description:
It was reported that the lithium heparin tubes have elevate k+ levels compared to ss tubes collected at the same time with a unspecified bd vacutainer¿ lithium heparin blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints). We use the lithium heparin (green top) for our stat bmps and cmps. There are times we have a elevated k+ levels and compared to sst, tubes collected at the same time, are lower. Additionally, customer provided the following additional information: we are a physician office lab that sees 125-150 patients a day. I do not have any patient or samples for either the purple or green tubes. I also do not have any information on lot numbers. We order supplies in smaller quantities due to storage space so our supplies are stored properly and used rather quickly. The phlebotomist and techs practice the correct order of draw and mix the tubes 5-6 times just after collection. We use 21g straight needles for most of our collections, but we do have 22g wing sets for difficult draws as well as 21g wing sets for patients that have a good sized vein but insist on being stuck with a butterfly. All potassium results over 5.4meq/l and does not have hemolysis or grossly lipemic are supposed to be repeated before releasing results. If the physician call and questions the result usually we have the patient come back to the lab and have the sample recollected in a sst tube by a different phlebotomist for retesting and/or send it to a reference lab for verification. The same protocol is followed for the cbc if the plt count is below 90. The specimen is checked for clots prior to the second run. These issues are not continuously consistent, but if we get one it seems that there are several close together. As I stated above we order a case of each edta and 4-6 trays of lithium hep tubes weekly or biweekly, so usually by the time I find out there is an issue we have already used most of that shipment. I also ask about collection processes and needle size and type used. I have never been able to get a good feel as to whether it is actually a product or collection issue.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lithium heparin tubes have elevate k+ levels compared to ss tubes collected at the same time with a unspecified bd vacutainer¿ lithium heparin blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) we use the lithium heparin (green top) for our stat bmps and cmps. There are times we have a elevated k+ levels and compared to sst, tubes collected at the same time, are lower. Additionally, customer provided the following additional information: we are a physician office lab that sees 125-150 patients a day. I do not have any patient or samples for either the purple or green tubes. I also do not have any information on lot numbers. We order supplies in smaller quantities due to storage space so our supplies are stored properly and used rather quickly. The phlebotomist and techs practice the correct order of draw and mix the tubes 5-6 times just after collection. We use 21g straight needles for most of our collections, but we do have 22g wing sets for difficult draws as well as 21g wing sets for patients that have a good sized vein but insist on being stuck with a butterfly. All potassium results over 5.4meq/l and does not have hemolysis or grossly lipemic are supposed to be repeated before releasing results. If the physician call and questions the result usually we have the patient come back to the lab and have the sample recollected in a sst tube by a different phlebotomist for retesting and/or send it to a reference lab for verification. The same protocol is followed for the cbc if the plt count is below 90. The specimen is checked for clots prior to the second run. These issues are not continuously consistent, but if we get one it seems that there are several close together. As I stated above we order a case of each edta and 4-6 trays of lithium hep tubes weekly or biweekly, so usually by the time I find out there is an issue we have already used most of that shipment. I also ask about collection processes and needle size and type used. I have never been able to get a good feel as to whether it is actually a product or collection issue.